Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced swelling, discomfort at the implantable pulse generator (ipg) site, an exposed ipg and infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.